Event description:
Customer's family member called to report while customer was in school, the sand got into the pump. Device was cleaned. Unit did not give any alarms, no cracks, and the driver block moves freely.